Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the sales rep (B)(6) they have had issues with 4-5 sheaths burning at the tip. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be 1) conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, 2) power set too high. Manufacture date is not known.

Event description:
It was reported that there was breach of insulation.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was breach of insulation.